Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was placed in an enteral feeding procedure in 2008. According to the complainant, at about 42 days later, "when the pt coughed, the cap opened" and that "the feeding tube wouldn't fit tightly into the port and the nutritional supplement leaked." Reportedly, the device was replaced with another button replacement gastrostomy device. There were no pt complications reported as a result of this event. The pt's condition was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.